Manufacturer narrative:
Investigation results: no photographic evidence or physical samples were submitted for the investigation of the reported condition. A comprehensive examination of the device's history was performed for the iag bc pro global wing bl 22ga x 1.0in lots: 4065640 and 4046220. The review of the device history record revealed no non-conformance's linked to this issue during the production of lot: 4046220. A quality notification concerning the reported defect was initiated during the manufacturing of lot: 4065640. However, in the absence of a sample, we are unable to confirm a connection between this failure and the notification. Given the information at hand, a definitive cause for this incident could not be determined.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. An additional lot number was provided in this complaint for material number 382923. Lot # 4046220 mnf date 2024-02-21 exp date 2027-01-31.

Event description:
It was reported that bd iag bc pro global wing catheter releases prematurely. The following information was provided by the initial reporter: 1. Even with a good insertion technique patient is experiencing severe pain. 2. The cannula is in the vein but doesn¿t advance and no back flow. 3. When inserting the canula the canula turns around the needle hence no stability when attempting to thread the canula. Patient is experiencing severe pain, no back flow and cannula isn't stable. When did the incident occur? During use.